Event description:
It was reported that during the implant procedure, the helix on this right ventricular (rv) lead was extended, but no pacing output was observed and the pacing impedance measurements were high, out of range at greater than 4000 ohms. A possible fracture was suspected and this lead was not implanted. A non-boston scientific lead was implanted instead to complete the procedure. No adverse patient effects were reported. The attempted lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.